Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of occurrence estimated. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that a 3.0 x 23 mm xience prox stent delivery system broke inside the patient. There was no reported patient health impact. No additional information has been provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as not returning, but has now been reported as returning. Evaluation summary: a visual inspection was performed on the returned device. The reported shaft break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported shaft break. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report the following information was received: the separated hypotube was easily removed from the patient anatomy.